Event description:
It was reported by the customer that the device displayed an error code 242.4030. There was no patient involvement.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Correction: manufacturing location. Additional information: device eval by manufacturer? Imdrf annex a, b, c, d, g codes and manufacturer narrative. The actual date of event is unknown. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported issue of the channel error code 242.4030 (motor stall failure) was confirmed during the review of the logs, and it was replicated during testing. During functional evaluation, the suspect pump module was connected to a known good pcu and powered on. The reported error code 242.4030 (motor stall failure) was promptly reproduced. Upon inspection, the motor harness was found to be not fully seated in its port (j3) on the motor controller board. After securing the connection and reassembling the module, the system powered on without displaying any errors. Preventive maintenance was performed using alaris maintenance (asm) software version 12.3, and all tasks passed successfully. A wet set was then loaded, and a 100ml/hr infusion for 15 hours was completed without alarms or anomalies. Inspection of the suspect pump module both externally and internally did not reveal any physical damage. However, the motor harness was found to be partially inserted into its designated port (j3) on the motor controller board. All other components inspected were in good condition and confirmed to be manufactured by bd. A review of the event and error logs from the suspect pump module (s/n (B)(6) revealed multiple instances of error code 242.4030.0 (motor stall failure). The most recent occurrence was logged on 02oct2025 at 10:36 am, coinciding with the last power-on event of the unit. Per the bd alaris channel error tipsheet: the bd alaris¿ modules run self-checking programs prior to and during operation. A channel error message means the device has discovered an error either in the affected channel hardware or software. Operations on the affected channel stop; other infusing channels will not be affected. The bd alaris user manual (v12.1.2) states not to use a device with any damage. Send it to biomedical engineering for repair. There was no patient involvement. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the reported issue, error code 242.4030 (motor stall failure), was identified as an incomplete connection of the motor harness to the motor controller board. Although the harness was physically connected, it was not fully seated, likely resulting in intermittent or incomplete electrical contact. Once the harness was properly secured, the error was no longer reproducible, and the device operated within specifications. Per 803.52(f)(11)(iii). The information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported by the customer that the device displayed an error code 242.4030. There was no patient involvement.